Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensors and performed bicarbonate buffer test per (B)(4). Sensors failed for high readings. Analysis not required due to cannot performed or reproduce skin irritation in lab.

Event description:
Customer reported differences between her sensor glucose and blood glucose readings. The customer's sensor glucose was 78 mg/dl and her blood glucose was 167 mg/dl. The customer also reported her insulin pump had gone into threshold suspend. She also reported having site issues with her sensors. The customer reported the site of her sensors show signs of infection. She stated the site was itchy and red with white bumps. The customer was advised to consult with their healthcare provider. No add'l info provided.